Event description:
The consumer reported that the implantable neurostimulator (ins) under the patient's skin was beyond his reach; the patient wondered whether there was a belt that attached to the external antenna. It was noted that the patient had wanted a rechargeable ins, but he was implanted with a non-rechargeable ins. There were no reported patient symptoms.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37092, serial# (B)(4), product type: accessory.

Event description:
Additional information was received from the consumer. It was reported that to resolve the issue of the ins under skin beyond reach, the patient used the external antenna to communicate with the ins. Once this was done, the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.